Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was disconnected from the implantable pulse generator (ipg) for testing and could not be reinserted into the header of the ipg. The ipg was attempted/not used and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.